Event description:
Reporter alleged discrepant blood glucose results of 580 mg/dl back to back with a result of 70 mg/dl when testing was performed 5 minutes apart on the compact system. Reporter stated customer took their normal dose of insulin about 3 hours before the comparative testing. No report of actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.